Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) (B)(4) and alleged their onetouch verio iq meter read inaccurately high. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed on ¿(B)(6) 2015, 7:30pm¿ that she developed symptoms of ¿dizziness, and sweating¿. The patient reported going to hospital ¿right away¿ where she received treatment of ¿IV glucose¿ from a health care professional (hcp). On ¿(B)(6) 2015, 8:00pm¿, whilst in the hospital the patient alleged she obtained inaccurate high results of ¿5.8 mmol/l¿ on the subject meter compared with ¿3.2 mmol/l ¿ on a laboratory device and ¿13.4mmol/l¿ on the subject meter compared with ¿8.6mmol/l¿ on a laboratory device. On each occasion the products were tested within 30 minutes of each other. The patient uses insulin (self-adjuster) to manage her diabetes and denied taking any action to her usual diabetes management routine as a result of the issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure; the patient used the correct testing steps and sample site. The test strips were not open past their discard or expiry dates and the test strips were stored correctly. The cca noted the patient did not have control solution to carry out a control solution test. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: the alleged product issue with the lfs device could not be ruled out as a cause or contributor to this event. The symptoms and treatment received suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose accurately; therefore the alleged product issue may have contributed towards symptoms indicative of an acute diabetes excursion. In addition the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 - 3/23/2015 device evaluation. The lay user/patient¿s meter and test strips have been returned on 2/26/2015 and 3/11/2015, evaluated by lifescan product analysis on 3/11/2015 and 3/12/2015 respectively with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. The meter passed all testing with no faults found. The reported issue could not be reproduced. A DHR (device history record) was completed on 03/06/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.